Event description:
Unstable microscope arm plus defective foot pedal control resulted in posterior capsule rupture with anterior prolapse of vitreous during irrigation/aspiration step of cataract surgery. Left eye. Steps recommended to stop microscope arm instability (suggested by manufacturer) like slowing down microscope x-y speed were infective. Foot control malfunction barely allowed anterior vitrectomy cleanup plus sulcus iol.